Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's attorney's office: on (B)(6) 2009, the customer was hospitalized with elevated ketone levels allegedly caused by issues with an insulin pump and infusion set. On (B)(6) 2009, the customer experienced additional problems related to low blood sugar levels allegedly caused by failure of the insulin pump and infusion set. The symptoms allegedly caused light-headedness and instability that resulted in a fall in which customer fractured her right leg. Nothing further was reported.